Manufacturer narrative:
Block b5: edited/ updated. Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the device was not returned for analysis, however, a photo provided by the customer revealed a trapezoid device within a bag, and it was found that the handle cannula was bent. The reported event was not confirmed. Based on all available information, there is not enough evidence to determine whether the handle cannula got bent/kinked due to the physician's manipulation during the device preparation or was related to a device malfunction. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. Upon closing the handle to break the stone, the handle cannula of the trapezoid rx broke with the stone broken inside the basket. The basket was removed, and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone; however, upon closing the handle to break up the stone, the handle cannula of the trapezoid rx broke with the stone still inside the basket. The stone broke up and the basket was removed, and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.